Event description:
Continuous renal replacement therapy (crrt) drain bag burst open in center at site of "button". Approximately, eight liters of ultrafiltrate exploded on the floor and equipment. No malfunction of equipment occurred. Drain bag was replaced and crrt continued to run.